Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no information has been received. A logfile review of the treatment day confirmed that the treatment interrupted at 98%. The review showed two different system messages occurred twice. The messages indicate the treatment was interrupted two times because the laser pedal was released by the user. No technical root cause was identified as the product was found to be within specifications. The root cause is user handling. The manufacturer internal reference number is: (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no information has been received.

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A customer representative reported during a lasik procedure, the surgeon released the foot pedal of the laser too early. Reporter indicated the treatment had completed to 98%. Additional information has been requested.